Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory completely intact. Visual inspection confirmed a stretched helix.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. After tunneling the lead to the left bundle branch, the lead kept collecting debris and required multiple cleanings. The lead was extracted easily and without tools; however, after removal, the helix appeared stretched out. The procedure was successfully completed with another lead, and no adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. After tunneling the lead to the left bundle branch, the lead kept collecting debris and required multiple cleaning's. The lead was extracted easily and without tools; however, after removal, the helix appeared stretched out. The procedure was successfully completed with another lead, and no adverse patient effects were reported. The lead was returned for analysis.